Manufacturer narrative:
Further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator alarmed while it was connected to a patient. The alerted therapist noticed that the patient's saturation was in the 70s, the ventilator was "auto cycling" and an expiratory cassette error was blinking on the screen. The ventilator was replaced with another one. The hospital staff found a lot of moisture in the expiratory cassette and water poured out when the expiratory cassette was tilted. The final patient outcome was no injury. (B)(4).